Event description:
It was reported that the patient was a status post heart transplant and was 100% dependent on multiple vasoactive medications infusing via alaris devices while in the anesthesia mode when the devices suddenly alarmed "channel error" and shut off. The patient's mean pressures decreased to 32 which required additional medication to be given that resolved the patient's blood pressure issues. The devices were replaced with one pcu and 4 pump channels which in turn also failed causing the patient to further decline. Additional drug bolus' were given and the md was notified. The devices were replaced for a third time and were able to infuse the medications without further complications. There was no report of lasting harm caused to the patient.

Manufacturer narrative:
Additional info: global reportability tab aware date revised from (B)(6) 2019 to (B)(6) 2019 on initial e-MDR (B)(4).

Manufacturer narrative:
No device/product will be returned per customer. The customer complaint could not be confirmed because the device/product was not returned for failure investigation. The root cause of this failure was not identified. Devices evaluated by 3rd party biomed.

Event description:
It was reported that the patient was a status post heart transplant and was 100% dependent on multiple vasoactive medications infusing via alaris devices while in the anesthesia mode when the devices suddenly alarmed "channel error" and shut off. The patient's mean pressures decreased to 32 which required additional medication to be given that resolved the patient's blood pressure issues. The devices were replaced with one pcu and 4 pump channels which in turn also failed causing the patient to further decline. Additional drug bolus' were given and the md was notified. The devices were replaced for a third time and were able to infuse the medications without further complications. There was no report of lasting harm caused to the patient.